Event description:
The customer reported to olympus they are getting a communication errors (b30 & b16) on their evis exera iii xenon light source. It is unknown when the event occurred and attempts to obtain additional information are in progress. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be duplicated. It was noted the scope socket connector is defective. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty/defective scope socket could not be identified. Olympus will continue to monitor field performance for this device.